Manufacturer narrative:
Corrected data: additional review of the event showed no information to reasonably suggest the device in this report may have caused or contributed to a death or serious injury or that the device malfunction in this report has caused or has the potential to cause death or serious injury if it were to recur. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during the loading of the bioprosthetic transcatheter valve, it was observed that the actuator on the proximal handle of the delivery catheter system (dcs) would rotate but not function. Event when the device was set to the locked state, the middle shaft could move freely. The dcs with the confirmed malfunction was not used. A new dcs was opened and used instead. No patient complications were reported as a result of this event. Additional information was received that during loading, the dcs was placed on a clean table. The actuator on the proximal handle was unlocked, and the flush was performed through the side port. When the actuator on the proximal handle was attempted to be locked, the actuator did not fit into the proximal handle. Additionally, the shaft did not lock. It was attempted to rotate the actuator several times in the locked and unlocked directions, but no improvement was observed; therefore, a new dcs was used.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory, visual analysis showed the dcs was received without a valve loaded within the capsule. The device was received with the capsule partially opened. There was a slight dent to the capsule. The handle components appeared intact. The device luer appeared intact. The tuohy borst body appeared to rotate on the proximal end of the dcs. The distal tip could be advanced until the luer touched the proximal handle edge. The haemostasis valve (hv) actuator would initially interact with the hv body threading before abruptly tightening and skipping off the hv body threading. The proximal handle actuator appeared to lock when rotate clockwise and unlock when rotated counterclockwise. The hv actuator was removed from the hv body and deformation was visible to the first layer of threading on both the hv actuator and the hv body. The reported event for miscellaneous, dcs (actuator not functioning) could be confirmed in the analysis due to the deformation to the hv actuator threading. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during loading, the dcs was placed on a clean table. The actuator on the proximal handle was unlocked, and the flush was performed through the side port. When the actuator on the proximal handle was attempted to be locked, the actuator did not fit into the proximal handle. Additionally, the shaft did not lock. It was attempted to rotate the actuator several times in the locked and unlocked directions, but no improvement was observed; therefore, a new dcs was used.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory, visual analysis showed the dcs was received without a valve loaded within the capsule. The device was received with the capsule partially opened. The capsule appeared intact with no evidence of damage. The handle components appeared intact. The device luer appeared intact. The tuohy borst body appeared to rotate on the proximal end of the dcs. The distal tip could be advanced until the luer touched the proximal handle edge. The haemostasis valve (hv) actuator would initially interact with the hv body threading before abruptly tightening and skipping off the hv body threading. The proximal handle actuator appeared to lock when rotate clockwise and unlock when rotated counterclockwise. The hv actuator was removed from the hv body and deformation was visible to the first layer of threading on both the hv actuator and the hv body. The reported event for miscellaneous, dcs (actuator not functioning) could be confirmed in the analysis due to the deformation to the hv actuator threading. Updated data: d9. H3. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during the loading of the bioprosthetic transcatheter valve, it was observed that the actuator on the proximal handle of the delivery catheter system (dcs) would rotate but not function. Event when the device was set to the locked state, the middle shaft could move freely. The dcs with the confirmed malfunction was not used. A new dcs was opened and used instead. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.